Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/06/2015 to the present date 11/17/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had error code 200.5040. No patient involvement.

Event description:
It was reported that the device had error code 200.5040. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error code 200.5040. Technical support- 1. Flash the pc unit or the module to the correct software version. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/06/2015 to the present date 11/17/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. H3 other text : no product returned.